Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified mid superficial femoral artery a 6 fr non-abbott sheath and a non-abbott guide wire were used with the armada 35 balloon dilatation catheter (bdc). Although no resistance was noted during advancement and the balloon inflation was performed using a syringe, while inflating at an unknown pressure the balloon ruptured at the proximal section. The bdc was attempted to be retracted but could not be moved backward into the sheath; the bdc and sheath were removed together as a single unit. It was noted that as the bdc reached the puncture site resistance was felt; force was applied to the bdc and sheath unit to remove the devices. Outside the anatomy it was noted that the distal balloon/tip had separated and was located in the vessel at the puncture site. An attempt to remove the fragment using a clamp was unsuccessful. A surgeon was called in and the fragment was surgically removed. Afterward, a 8 fr sheath was placed and the vessel and target lesion was checked. The lesion showed a good blood flow and there were no issues noted like dissection and no other vessel injury due to the balloon rupture or balloon separation. The target lesion had been successfully treated by the armada balloon before the rupture and the patient was fine after the surgery, there were no reported adverse patient effect. Although the procedure had been prolonged for 1 hour longer due to the surgical intervention, there was no other clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 35 / armada 35 ll percutaneous transluminal angioplasty (pta) instructions for use (IFU) states: do not advance the armada 35 / armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and the sheath as one unit. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.